Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there were four (4) tubes with a black dot in the inner wall of the tube. There was no report of impact on the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer in support of this complaint catalog 367856, lot numbers 3222719 and 3257706. 100 retentions from both lots were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records from both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: gim. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3222719. D.4. Medical device expiration date: 2024-12-31. H.4. Device manufacture date: 2023-08-10. D.4. Medical device lot #: 3257706. D.4. Medical device expiration date:2025-01-31. H.4. Device manufacture date: 2023-09-14.